Manufacturer narrative:
Since omsc have been received the user malfunction report, omsc conducted the detailed investigation about the subject device. Investigation result. Duplicating confirmation for the foreign object clogging in the auxiliary water channel of the subject device it was confirmed for clogging of the auxiliary water channel and white foreign object was clogged around 10 mm from the end of the distal end. It was reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Other investigation result. As a result of component analysis of the white foreign object clogged in t the auxiliary water channel, a cellulose component was detected. Cause of the foreign object clogging in the auxiliary water channel. It was presumed that gauze etc. Entered from the auxiliary water inlet of the subject device and was clogged, but it could not identify when and how it was clogged. If additional information is received, this report will be supplemented.

Event description:
It was informed that during the investigation for the malfunction at olympus medical systems corp. (Omsc), that it was found the foreign object came out from the auxiliary water channel of the subject device. The subject device had been returned from the user because the auxiliary water channel of the subject device was clogged. In addition, olympus service operation repair center (sorc) also have confirmed the user malfunction which the auxiliary water channel of the subject device was clogged at evaluation. The occurrence date of the event is unknown. There was no patient injury associated with this report.